Event description:
It was reported that the patient presented for device replacement on (B)(6) 2025. It was noted that the right atrial (ra) lead worked as expected at that time and remained implanted and active after the procedure. However, shortly after device replacement the ra lead lost slack and exhibited elevated capture and low pacing impedance. The lead eventually failed to capture, and the patient developed symptoms of heart failure exacerbation. A chest x-ray reveled that the lead lost a significant amount of slack. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that the patient experienced dyspnea, edema, and reduced ejection fraction as a result of increased right ventricular (rv) pacing.